Manufacturer narrative:
The reported field event of oversensing was not reproduced in the lab. Visual inspection of the septum, setscrew, and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2023-47886. It was reported that non-sustained right ventricular oversensing due to double counting was seen via electrogram (egm). A chest x-ray was performed revealing the right ventricular (rv) lead had pulled back, and the implantable cardioverter defibrillator (ICD) had flipped and dropped within the pectoral pocket, due to twiddler's syndrome. Programming changes were made to resolve the anomaly. The patient was stable.

Event description:
New information received indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced. The patient was in stable condition.